Event description:
Failure code 570. Info was not provided regarding whether or not the failure occurred during an infusion. There have been no reports of any patient incident involving this pump since the last baxter service event. No additional info is known.